Manufacturer narrative:
A root cause for the separation of the inlet tubing from the inlet port could not be determined as no product was returned to the manufacturer and there is a lack of other information concerning the use of the product prior to the event. A review of the device history records could not be performed as the device lot number was not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was estimated to be (B)(6). The patient weight was not provided. The lot number of the device was not provided, therefore the expiration date, manufacture date, and unique device identifier (UDI) are not available.additional information was requested; however, the hospital contact stated that the event was under internal review and no further information could be provided and the device would not be returned for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device that was initiated on (B)(6) 2015. It was reported that the patient was found in his room holding the inflow tubing of the device in his hand. The inflow tubing had been completely disconnected at the connection to the pump head. The patient was coughing, experienced significant blood loss and air entrainment into the device circuit, and subsequently expired. It was reported that the patient had not been ambulating at the time of the incident. No further information was provided.